Manufacturer narrative:
UDI #: na.

Event description:
The recipient is reportedly experiencing intermittencies, followed by loss of lock. System lock was obtained when pressure was applied. External equipment was exchanged however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The facility is unable to locate the device to return it to the company. A review of the device history record revealed no anomalies. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.